Event description:
The customer reported there is no image on the left monitor when the x-ray on button is pressed, the kvp/ma on the mainframe was tracking to max. This happened before pt was in the room while doing a initial setup for an orthopedic case. No pt was involved.

Manufacturer narrative:
The ge service rep replaced the ccd camera with new one, caliberated the iris, and adjusted the focus and beam alignment. The system works as intended.